Event description:
It was reported that during a meniscus repair surgery using fast-fix 360, the t2 implant could not be deployed and sucked in the needle. The procedure was completed with a 30 minutes surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5 updated.

Event description:
It was reported that during a meniscus repair surgery using fast-fix 360, the t2 implant could not be deployed and sucked in the needle. The t1 implant was removed from the patient by tweezers. The the procedure was completed with a 30 minutes surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5¿ h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An evaluation of the customer provided image showed the device with the t1 missing and the t2 still in the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include inadvertently bending of the needle or failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair surgery using fast-fix 360, the t2 implant could not be deployed and was sucked into the needle. The t1 implant was removed from the patient by tweezers. The the procedure was completed with a 30 minutes surgical delay using a back-up device. No further complications were reported.